Event description:
The customer reported: "an rn disconnected the tubing from a pt's peripheral IV. She flushed the IV with a 10 ml prefilled saline flush per our normal protocol. When disconnecting the syringe the maxplus valve spurted out a mixture of saline and body fluid at the nurse." There was no report of pt harm and no medical intervention was required. No further pt or event information was provided.

Manufacturer narrative:
(B)(4). No product will be returned per the customer. The customer complaint of valve spurted upon syringe disconnection could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.